Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired and then the device locked out. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, empty. Eval summary: the analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related to the reported event. No incident related to the reported event was observed during the batch record review.